Event description:
It was reported to philips that the system was unable to boot properly, preventing geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis for general surgery procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that reported problem. After reviewing the system log rse found that larc movement was unavailable. Upon troubleshooting, rse found that a failure in the larc power supply. A philips field service engineer (fse) visited the site and to resolve the problem, the customer delayed the resolution due to scheduling constraints but received guidance on operating the equipment safely. The customer received guidance on safe and effective equipment operation. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned after restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.